Event description:
The customer contact reported no suction. Prior to patient use, no suction was noted. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number 43056. The domestic list number, 43046, has a common device name of 80gcx and is 510k exempt. The information on reprocessing of the device was requested; however, no response has been received.